Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years back. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8120700, model: sc-8120-70, serial: (B)(6), batch: 201510a.

Event description:
It was reported that patient underwent an explant procedure wherein all components were removed. The explanted devices will not be returned per hospital policy.